Manufacturer narrative:
Summarized patient outcomes/complications of comparison of flow dynamics after left atrial appendage occlusion with the watchman flx versus amulet devices: implications for device-related thrombosis were reported in a research article in a subject population with no comorbidities were reported. Some of the complication reported was thrombus; this complication is anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: comparison of flow dynamics after left atrial appendage occlusion with the watchman flx versus amulet devices: implications for device-related thrombosis.

Event description:
The article, "comparison of flow dynamics after left atrial appendage occlusion with the watchman flx versus amulet devices: implications for device-related thrombosis", was reviewed. The article presented a prospective multicenter study to investigate how different left atrial appendage occlusion (laao) devices, namely the watchman flx and amulet devices, alter the flow dynamics in the left atrium in relation to thrombosis and device-related thrombosis (drt). Devices included in the study were watchman flx and amplatzer amulet. The article concluded that the amulet device might be associated with improved la flow dynamics and a potentially lower incidence of drt compared with the watchman. However, a larger clinical study is needed to confirm these findings. [The primary author was ahmad bshennaty, department of biomedical engineering, michigan technological university, houghton, michigan, USA. The corresponding author was mohamad alkhouli, department of cardiovascular medicine, mayo clinic, rochester, minnesota, USA, with corresponding email: mailto:alkhouli.mohamad@mayo.edu]. The time frame of the study was not specified. A total of 12 patients were included in the study, of which 6 (50%) received an abbott device. The average age, average weight, and gender of the patient population was not reported. No comorbidities were reported.